Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shocks. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported inappropriate therapy was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.